Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: 82 samples were returned, with foreign particles in the fluid and non-fluid path. After a visual inspection, the complaints were confirmed. This was deemed to be a failure in the production process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). Event 1 the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by user facility: event 1 "I have some easypump defects to report from throughout august that are summarized below, samples are available for all pumps. 2 with orange particle in the patient connector. 1 with orange particle in the patient connector.